Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The ptc investigation was initiated and the outcome resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / left coil is outside the uterus and part perforating / migration of device') and device breakage ('fracturing of device') in a 41-year-old female patient who had essure (batch no. B53028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, pelvic pain and nonsmoker. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included dysmenorrhea. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (diagnostic laparoscopy to remove the essure implant, lysis of adhesions and to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage and genital haemorrhage outcome was unknown. The reporter considered device breakage, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: during essure insertion, the fallopian tube ostia were both visualized and an essure micro-insert was placed at each tubal site. Six coils were visible on the right and 20 coils were visible on the left. Therefore, the essure micro-device on the left was removed with a grasper. A second essure micro-device was placed at the left fallopian tube site in the usual manner with 6 coils visible. The estimated blood loss was less than 0.25 ml. Fluid deficit was minimal (<200 ml). Complications were none. The patient tolerated the procedure but was uncomfortable with pelvic cramping at times. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / left coil is outside the uterus and part perforating / migration of device') and device breakage ('fracturing of device') in a 41-year-old female patient who had essure (batch no. B53028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, pelvic pain and nonsmoker. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included dysmenorrhea. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (diagnostic laparoscopy to remove the essure implant, lysis of adhesions and to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage and genital haemorrhage outcome was unknown. The reporter considered device breakage, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: during essure insertion, the fallopian tube ostia were both visualized and an essure micro-insert was placed at each tubal site. Six coils were visible on the right and 20 coils were visible on the left. Therefore, the essure micro-device on the left was removed with a grasper. A second essure micro-device was placed at the left fallopian tube site in the usual manner with 6 coils visible. The estimated blood loss was less than 0.25 ml. Fluid deficit was minimal (<200 ml). Complications were none. The patient tolerated the procedure but was uncomfortable with pelvic cramping at times. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: event coding updated from perforation to uterine perforation. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. B53028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, pelvic pain and nonsmoker. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included dysmenorrhea. Concomitant products included nuvaring. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, the fallopian tube ostia were both visualized and an essure micro-insert was placed at each tubal site. Six coils were visible on the right and 20 coils were visible on the left. Therefore, the essure micro-device on the left was removed with a grasper. A second essure micro-device was placed at the left fallopian tube site in the usual manner with 6 coils visible. The estimated blood loss was less than 0.25 ml. Fluid deficit was minimal (<200 ml). Complications were none. The patient tolerated the procedure but was uncomfortable with pelvic cramping at times. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: medical records received - lot number and information about procedure added. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported adverse events including device removal via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number received, ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of device"), device breakage ("fracturing of device") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. B53028) inserted for female sterilization. The patient's past medical history included gravida ii, parity 2, pelvic pain and nonsmoker. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included dysmenorrhea. Concomitant products included nuvaring. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant), surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation, device breakage and genital haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and perforation to be related to essure. The reporter commented: during essure insertion, the fallopian tube ostia were both visualized and an essure micro-insert was placed at each tubal site. Six coils were visible on the right and 20 coils were visible on the left. Therefore, the essure micro-device on the left was removed with a grasper. A second essure micro-device was placed at the left fallopian tube site in the usual manner with 6 coils visible. The estimated blood loss was less than 0.25 ml. Fluid deficit was minimal (<200 ml). Complications were none. The patient tolerated the procedure but was uncomfortable with pelvic cramping at times. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-oct-2017: summons received: reporter information updated, lawyer added as reporter, events device removal and device complication were replaced with newly reported events migration and fracturing of device, perforation, abnormal bleeding, chronic and severe pain. She had surgery to remove the essure implant on (B)(6) 2013. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. B53028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, pelvic pain and nonsmoker. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included dysmenorrhea. Concomitant products included nuvaring. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, the fallopian tube ostia were both visualized and an essure micro-insert was placed at each tubal site. Six coils were visible on the right and 20 coils were visible on the left. Therefore, the essure micro-device on the left was removed with a grasper. A second essure micro-device was placed at the left fallopian tube site in the usual manner with 6 coils visible. The estimated blood loss was less than 0.25 ml. Fluid deficit was minimal (<200 ml). Complications were none. The patient tolerated the procedure but was uncomfortable with pelvic cramping at times. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-may-2017: quality-safety evaluation of product technical complaint company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs